Event description:
It was reported that a luer connector from lot e40851 broke and became lodged in the device, and the user then removed the broken piece with pliers and completed a supply change; the user also reported another connector from the same lot that would not thread onto the device. Symptoms included no reported adverse clinical effects. Outcomes included completion of therapy after the supply change and a replacement shipment for affected connectors. Investigation included customer interview and case assessment. Investigation of this case revealed a mechanical failure of the connector consistent with breakage and difficulty engaging the threads, indicating a device component and usability interface concern localized to the connector. It was concluded, based on previously established findings for similar reports, that the cause was product performance failure related to the connector component.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.